Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
Roller no longer cuts well, is dull. The event occurred during instrument check prior to surgery. There was no harm or delay. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the unit passed the test cut but had a damaged cutter, discolored roller, and was out of calibration. The cutter and roller were replaced and resolved the reported issue. It was noted that the device has not been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.